Event description:
During preparation, the device was inflated to 6atm with a 1:1 mix of water and contrast. The physician noticed that the liquid was leaking from the balloon. The device was not used during the procedure and the pt's condition was reported to be stable.

Manufacturer narrative:
Additional info was requested from the user facility. Based on the info received the following was determined: there was no resistance encountered when the device was removed from the protective hoop. There was no issue attaching the three way stopcock to the filling port or connecting the syringe to the stopcock. The syringe was not aspirated before the plunger was released and the device was purged once. The device was inflated as per the directions for use.